Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the reported issue was attributed to a cable plugged into the wrong input socket. The cause of the cable being in the wrong socket was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source had an issue setting up the olympus processor to communicate with the customer medicap pc. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer¿s allegation was confirmed. A field service engineer (fse) went onsite to assess the issue per customer's request. The fse found that the cables on the rear of the medacapture device must have been moved as the cable that instructs the unit to capture a picture from the scope was plugged into the incorrect input. Once adjusted to the correct input the medacapture device was able to capture pictures as intended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.